Event description:
It was reported that the right ventricular (rv) lead was attempted while attempting placement in the rv septum. The helix extended properly but during the lead based testing, the numbers were inadequate. The physician tried multiple times to retract the helix, before his last attempt to retract, the lead dislodged on its own. While guiding the lead out by x-ray, multiple helices were visible. Once removed there were approximately 6 helices visible with a large piece of tissue attached to it. The doctor believed this was a part of the tricuspid valve due to part of the tissue having a cord attached to it. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: impact codes, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular (rv) lead was attempted while attempting placement in the rv septum. The helix extended properly but during the lead based testing, the numbers were inadequate. The physician tried multiple times to retract the helix, before his last attempt to retract, the lead dislodged on its own. While guiding the lead out by x-ray, multiple helices were visible. Once removed there were approximately 6 helices visible with a large piece of tissue attached to it. The doctor believed this was a part of the tricuspid valve due to part of the tissue having a cord attached to it. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received from the field confirmed the original placement of the rv lead had low sensing signals and low amplitude. Subsequently the device needed to be repositioned.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: impact codes, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that the right ventricular (rv) lead was attempted while attempting placement in the rv septum. The helix extended properly but during the lead based testing, the numbers were inadequate. The physician tried multiple times to retract the helix, before his last attempt to retract, the lead dislodged on its own. While guiding the lead out by x-ray, multiple helices were visible. Once removed there were approximately 6 helices visible with a large piece of tissue attached to it. The doctor believed this was a part of the tricuspid valve due to part of the tissue having a cord attached to it. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received from the field confirmed the original placement of the rv lead had low sensing signals and low amplitude. Subsequently the device needed to be repositioned.